Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, there is a patient with a conserve plus from 2005 who now has spun his cup. Head is still good.